Event description:
It was reported that the patient is deceased and died approximately (B)(6) after implant of a dual chamber implantable defibrillator (ICD) system. The patient's device system was explanted tens days prior to death "due to chronic lead endocarditis." The cause of death was "due to general sepsis of [the] inner organs. A lifevest was requested for the patient. No ICD functionality issue noted.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. This model number is not approved for distribution in the united states, however, it is same/similar to a device marketed in the u.s. Evaluation summary: (B)(4) - the device was returned to the manufacturer and analyzed. No anomalies were found.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. This model number is not approved for distribution in the united states, however, it is same/similar to a device marketed in the u.s.